Event description:
According to the reporter, during an open hartmann surgery, in the middle of the operation, a sealing device was required, and the device was opened and because it was opened near the surgical field the light blue film that bundles the cord of the device was torn without tearing along the perforations and some debris or fragments fell into the patient's body cavity. Damaged pieces of the light blue film were recovered from the abdominal cavity. No additional treatment was required and it could be recovered. The handpiece could be used without any problems. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.